Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. The event was consistent with a preanalytical handling issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There was no product problem identified. The elecsys syphilis assay performed within specification.

Event description:
There was an allegation of questionable elecsys syphilis results from the cobas 8000 - cobas e 602 module analyzer after a reagent kit change. The initial result was 0.087 coi (negative). Due to the patient¿s medical history of positive results, the sample was repeated. The repeat result was 33.2 coi (positive) the questioned result was not released outside of the laboratory.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). The investigation is ongoing.